Event description:
Customer reported device = 400+ mg/dl. Customer had dinner but felt low blood glucose symptoms. Customer lost consciousness. Spouse tested customer and device = 178 mg/dl. Spouse called paramedics and their device = 21 mg/dl. Customer was taken to the hospital and given an IV, food, and increased medication before being released 4-5 hours later. No controls. A request was made for returned product and replacement product was sent.